Event description:
It was reported that the customer accidentally delivered too much insulin by incorrectly entering bolus values into the pump. Subsequently, the customer blood glucose (bg) lowered to a value displayed as "low". A specific bg value was not provided. The customer consumed carbohydrates to address their bg. Cts advised caller to ensure they always follow prompts on pump screen to avoid accidental over delivery of insulin. Caller understood and acknowledged. Recommendation was made to consult with healthcare provider regarding diabetes management.